Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5079238) on 30-aug-2018. The most recent information was received on 20-mar-2020. Quality-safety evaluation of ptc: unable to confirm complaint. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometriosis ("endometriosis"), dysmenorrhoea ("painful menstrual cycles"), menorrhagia ("long heavy menstrual cycles"), dyspareunia ("painful intercourse"), abdominal distension ("constant bloated belly"), arthralgia ("I have terrible joint pain"), back pain ("back pain"), fatigue ("tiredness"), insomnia ("sleep cant fix") and scar ("excessive scarring from the coils") and was found to have weight increased ("I have gained 20 lbs though"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, endometriosis, dysmenorrhoea, menorrhagia, dyspareunia, weight increased, abdominal distension, arthralgia, back pain, fatigue, insomnia and scar outcome was unknown. The reporter considered abdominal distension, arthralgia, back pain, dysmenorrhoea, dyspareunia, endometriosis, fatigue, insomnia, menorrhagia, pelvic pain, scar and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media report received : case category updated to incident, reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a female patient who had essure (batch no. He012za) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis, may-thurner syndrome, multiparous and dvt. On (B)(6)2017, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometriosis ("endometriosis"), dysmenorrhoea ("painful menstrual cycles"), menorrhagia ("long heavy menstrual cycles"), dyspareunia ("painful intercourse"), abdominal distension ("constant bloated belly"), arthralgia ("I have terrible joint pain"), back pain ("back pain"), fatigue ("tiredness"), insomnia ("sleep cant fix") and scar ("excessive scarring from the coils") and was found to have weight increased ("I have gained 20 lbs though"). The patient was treated with surgery (robotic-assisted laparoscopic hysterectomy, biiaterai salpingectomy). Essure was removed in (B)(6) 2018. At the time of the report, the pelvic pain, endometriosis, dysmenorrhoea, menorrhagia, dyspareunia, weight increased, abdominal distension, arthralgia, back pain, fatigue, insomnia and scar outcome was unknown. The reporter considered abdominal distension, arthralgia, back pain, dysmenorrhoea, dyspareunia, endometriosis, fatigue, insomnia, menorrhagia, pelvic pain, scar and weight increased to be related to essure. The reporter commented: two to three coils were noted to be trailing into the uterus from the right ostia. The same steps were repeated on the left tubal ostium. Most recent follow-up information incorporated above includes: on 9-jun-2020: plaintiff fact sheet received. Reporter, medical history added. Essure lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.